Event description:
A company representative reported that two yukon polyaxial screws fractured approximately three months post-operatively. The patient will be revised. This report captures the second of two screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.